Event description:
The customer observed falsely elevated creatinine results generated on the alinity c processing module for two patient samples. The following data was provided (customer¿s reference range 49.0 - 90.0 umol/l): initial result = 249.77 umol/l, repeat result = 69.12 umol/l. Initial result = 208.68 umol/l, repeat result = 60.53 umol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated creatinine results generated on the alinity c processing module for two patient samples. The following data was provided (customer¿s reference range 49.0 - 90.0 umol/l): initial result = 249.77 umol/l, repeat result = 69.12 umol/l. Initial result = 208.68 umol/l, repeat result = 60.53 umol/l . No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument, performed trouble shooting and discovered that the drain tube assembly hcw/of1/aob was blocked/obstructed. The part was cleaned which resolved the issue. An instrument service history review for (B)(6) revealed no additional tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of complaint and trending data for the alinity c processing module did not identify any similar issues with regards to the customer reported event. Additionally, review of complaint and trending data associated with the drain tube assembly hcw/of1/aob did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances or potential non-conformances associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity c processing module, serial number (B)(6), or the drain tube assembly hcw/of1/aob was identified.